Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2016 with the following findings: during testing, it was observed that the ¿down¿ contact button had a defect and was inverted. Unrelated to this issue, the keypad was damaged and the ok, down and up keys were responding to user presses intermittingly. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ¿down¿ contact button had a defect and was inverted. This report is made based on results of investigation completed on 10/28/2016.